Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the tip of the truepass broke while fixing the supraspinatus tendon and the tip could not be located. After the surgery, a x-ray scan was performed, which confirmed that the position of the tip was unlikely to cause any further complications. The reason for the breakage was the scar tissue of the tendon according to the surgeon report. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code, component code, type of investigation). Updated results of investigation: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Although the truepass disposable is considered to be safe with regard to biocompatibility, it is not manufactured or intended for long-term tissue exposure or implantation; therefore, implantation data does not exist. The adverse event was likely caused partially or wholly by the user of the product as the IFU cautions that needle should be disengaged if the tip becomes lodged as excessive force (twisting/bending) of the needle may result in breakage of the needle and needle parts may not be retrievable. Micro-motion and/or migration and are unlikely based on the reported surgeon opinion that the fragment was ¿unlikely to cause any further complications¿; however, along with local discomfort and possible corrosion, cannot be ruled out with certainty. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H11: h2: corrected data on: b1 & b2.